Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, during revision of posterior instrumentation at t8-iliac the screwdriver threads just stripped and t he handle broke. The products came in contact with the patient but no fragments of the products remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :some damage noted to the first thread of mas head threaded interface. Dimensional inspection of the inner shaft diameter, hex size, and material hardness confirmed conformance to print specification. Visually confirmed approximately ~4 mm of the instrument hex tip has been plastically deformed at the hex corners, with material movement consistent with torsional overload. The above findings are consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. The above findings are consistent with torsional overload.